Event description:
In 2008, reporter reported that the patient contacted them to report being diagnosed with a corneal ulcer in the left eye. The treating doctor at ichikawa general hospital indicated that the patient presented two days prior, with the complaint of foreign body sensation, pain, and redness in the left eye after wearing an acuvue lens, daily wear, since five days prior to original date. The patient was diagnosed with an infectious, 1mmx1mm superior corneal ulcer in the left eye. Culture results were negative but the treating doctor believed that the ulcer was infectious in nature. The patient's visual acuity was not tested. The patient was treated with vigamox and bestron drops q1h. Follow up visit, twelve days after the original date, indicated that the ulcer was resolved with some scarring. The patient was instructed to continue vigamox drops tid, corrected va od 1.2, os 1.2. Follow up a week later indicated that the patient had recovered completely. The patient was instructed to continue to discontinue contact lens wear and use moisturizing drops. The product in question is not available for evaluation and the lot number of the product in question is unknown. If additional information is received, will report within 10 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusions can be drawn.